Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for chronic b-type aortic dissection. When the ctag ac was placed, the proximal part of the device moved slightly toward the distal direction (about 5 to 7 mm). It was placed at a position where the left subclavian artery (lsa) was closed by about half. There seemed to be no problem with blood flow to lsa by angiography, but the blood pressure in the left arm decreased. Due to poor vascular condition, no touch up was performed. The patient will be monitored. The patient tolerated the procedure. It was suggested that the device sleeve might have affected it. The physician stated as follows: as a result, it was able to place the device in the planned position. Angiography after placement seemed to have no lsa flow problem. The blood pressure in the left arm decreased, but the patient will be followed up.

Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6: type of investigation code updated from 4118 to 3331 as the result of the completion of a DHR review h6: code 22 ¿ according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement and occlusion of device or native vessel .